Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details to date.

Event description:
It was reported that during placement of the endovascular stent graft in a tough fistula, the stent graft could not be deployed. The device was retracted without issue. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The outer sheath was found to be elongated and fractured indicating the presence of high release force. The distal tip was found perforated by the stent graft which made successful deployment impossible. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The evaluation of the returned device showed that the stent graft could not be deployed because of stent graft struts perforating the distal outer sheath of the delivery system. This type of event may be associated with difficult anatomic conditions or a challenging placement site. Insufficient flushing of the device or the usage of inappropriate accessories also contribute to the reported event. In this case, no additional information was provided. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Furthermore, the IFU recommends the use of a 0.035" (0.89 mm) guide wire and an introducer sheath with appropriate inner diameter.